Event description:
A patient was identified as carrying an alloantibody, anti-k, using the gel method. To further investigate, the laboratory performed an additional antibody identification using tube testing with papain, which revealed a second alloantibody, anti-e. This anti-e was not detectable using the ih-panel 11. Based on the data and information provided, we shared the feedback from our scientific affairs officer: - regarding the anti-e antibody, it is a classic case of a naturally occurring anti-e detectable only by enzyme. This specificity is more common than what we think. - regarding the anti-k antibody, it is possible that it comes from the previous transfusion as primary immunization. The timing of antibody production does not necessarily lead to a severe transfusion reaction and the antibody production may remain unnoticed, reason why a antibody screening should be tested a month after transfusion. The retention tests performed by dreieich confirmed the customer findings and that the patient sample contains a natural anti-e antibody detectably only in enzyme technique. There is no manufacturing issue with the reagent as they have the expected result with the qc tests. Therefore, the situation is patient sample related. Resolution: the retention tests with the patient samples shipped allowed us to confirm the customer findings that the patient sample contains a natural anti-e antibody detectably only in enzyme technique. There is no manufacturing issue with the reagent as they have the expected result with the qc tests. Therefore, the situation is patient sample related. We also shared the information that the antibody detected in enzyme technique only like the anti-e antibody are generally not considered as clinically significant and rarely cause hemolytic transfusion reactions.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
A patient was identified as carrying an alloantibody, anti[-k, using the gel method. To further investigate, the laboratory performed an additional antibody identification using tube testing with papain, which revealed a second alloantibody, anti-e. This anti-e was not detectable using the ih-panel 11.